Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2018-01963. It was reported that wire detachment occurred. A rotalink burr and a 330cm rotawire¿ were selected for use. During preparation, it was noted that the rotawire detached when setting up the rotation speed outside the body. The procedure was not completed as same device is not available. No patient complications reported.